Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery cap measurements for height and width were found to be within specifications. The battery compartment threads were found to be damaged. A power loss was not observed when the cap was loosened by a 1/2 turn. The black box dates were from (B)(6) 2014 to (B)(6) 2014. One power on reset event associated with a battery change following a low battery warning was observed in the black box on (B)(6) 2014. There were no "intermittent power" events observed in the black box. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during the investigation. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly powered off at night by itself. The battery reportedly was used for one week. It was noted that the battery cap secured to the pump with no visible yellow o-ring. There was no indication as to whether or not there was damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.